Event description:
It was reported that when the devices were used during an unknown procedure, the devices jammed during firing. Another device was used to complete the case. There were no consequences to the patient.